Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years later post filter deployment, based on computed tomography, perforation of the inferior vena cava filter was noted. It was also noted that perforation was greater than 3mm outside the vena cava. One of the struts had perforated aortic wall and 2 struts had perforated l3 anterior vertebral body cortex where there is a sclerotic defect. Tilting of the filter was also observed. After four days, successful filter retrieval was performed. No fragments were retained after removal and no arterial injury was observed. Therefore, the investigation is confirmed for the alleged filter tilt and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and perforated the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.